Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens patient code: (B)(4) significant reduction of irido-corneal angles (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -17.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated they felt the cause of the event was due to the device.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial, with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface.(B)(4).